Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained patient-related information. Refer to section a.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the permanent cautery spatula instrument wire was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of a different kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. There was an additional observation not reported by the site and related to the reported issue. The housing was removed, and the instrument was found to have a dislodged pitch cable. The yaw motion may be non-intuitive as a result. There were additional observations not reported by the site and not related to the reported issue. Signs of corrosion were found on the instrument bearings. The bearing at the proximal end of the main tube exhibited orange discoloration. An image of the permanent cautery spatula instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like the pitch cable is broken. No conclusive determination can be made based on this analysis.